Event description:
It was reported that bd insyte needle pierces the catheter. The following information was provided by the initial reporter, translated from spanish to english: the venous catheters used, some of them perforate the catheter when moving the bicel.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 3312414. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, the defect of needle through catheter was observed. However, the pictures show the insyte 22ga x 1.00¿ product, while this record is reported for the insyte 24ga x 0.75¿ product. The needle through catheter incident could have resulted from product use. When the 360-degree rotation is performed, the catheter may be pushed forward, causing the catheter to become transfixed during puncture. Needle through catheter may also result during the assembly process; however, the product would not be useable if that were the cause. The defect of needle through catheter is being further investigated through a previously initiated corrective and preventive action plan. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
(B)(6) 2024. In general, all reports are related to the technology of the medical device. Mainly, problems are observed when advancing the catheter and removing the mandrel, which causes the catheter tip to open, damaging both the catheter itself and the vein.